Manufacturer narrative:
According to the customer on (B)(6) 2026, the patient with a chronic suprapubic catheter underwent a routine catheter change. Shortly after the catheter change, the patient developed a burning sensation and brownish, yellowish, and greenish discharge from the suprapubic catheter insertion site, which required the patient to change the gauze dressing around the catheter multiple times per day. The catheter subsequently became occluded. The customer reported that the patient suspected the catheter may not be 100% silicone because it felt more flexible than catheters previously used. The patient contacted her physician, and the catheter was changed on (B)(6) 2026. The patient was diagnosed with a yeast infection and was prescribed antifungal medication. The customer reported that the patient continues to experience some suprapubic pain; however, the burning sensation resolved following the catheter change. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, the patient with a chronic suprapubic catheter underwent a routine catheter change. Shortly after the catheter change, the patient developed a burning sensation and brownish, yellowish, and greenish discharge from the suprapubic catheter insertion site, which required the patient to change the gauze dressing around the catheter multiple times per day. The catheter subsequently became occluded. The customer reported that the patient suspected the catheter may not be 100% silicone because it felt more flexible than catheters previously used. The patient contacted her physician, and the catheter was changed on (B)(6) 26. The patient was diagnosed with a yeast infection and was prescribed antifungal medication. The customer reported that the patient continues to experience some suprapubic pain; however, the burning sensation resolved following the catheter change.